Event description:
Nsvt episodes from (B)(6) 2022 showed evidence of twos. Impedance and threshold trends are stable, and reprogramming was performed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).